Manufacturer narrative:
Concomitant products: sedr01 ipg; implanted: (B)(6) 2014, 1388tc st jude lead; implanted: (B)(6) 2006, 1388tc st jude lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for out of range impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: sedr01 ipg; implanted: (B)(6) 2014, 1388tc st jude lead; implanted: (B)(6) 2006, 1388tc st jude lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for out of range impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.